Event description:
This report is related to a potential doppler probe improper activation ("error #" code provided); no info about patient and treatment. However, no serious injury or death were reported. The device was not received back for evaluation.

Manufacturer narrative:
Following a complaint retrospective review we became aware that in the original handling of this complaint no MDR was sent to FDA. A complaint trend analysis on the same thd slide lot concluded that no other similar complaints were reported on the same production lot for any of the devices included in the kit. More specifically, the investigation performed on the returned dopplers, involved in similar events, generally shows that improper activation is associated to the reported 'error #" code.